Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine device change out, the physician noted that the right atrial lead had an insulation anomaly. The lead was explanted and replaced successfully. The patient was reported to be in good condition post procedure.